Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose in the 40 mg/dl range at the time of the incident. The customer was at 126 mg/dl at the time of discharge. The customer was given orange juice to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer will monitor the pump. Customer had cardiac surgery previously, and had given a manual injection before the incident. Customer was told in the emergency room that the pump is having a malfunction because of their low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.